Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4). Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis (ipp) pump underwent a comprehensive evaluation, including microscopic inspection, functional testing, and leak testing. No anomalies were found with the pump. Based on the available information and analysis results, the reported clinical observations of device mechanical issue and pump collapsed/dimpled/flat were not confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later as a result of the inspection, when the pump was pressed it was dimpled, so the pump was explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later as a result of the inspection, when the pump was pressed it was dimpled, so the pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4).